Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's therapy is turning off itself. The patient doesn't know what they were doing when they felt the stimulation turn off. They didn't notice anything strange, and this is not related to positional movement. The caller noted charging her ins on august 26th and noted the ins was at 50% and went to 100%. The patient stated her stimulation has never worked as good as she thought it should, but the patient can tell if her if her stimulation is too high because she can feel it in her ribs. After checking her ins because she wasn¿t feeling stimulation in her ribs, the patient found her ins was off. The patient had an x-ray three days ago, but she did not turn off her stimulation then. The caller also has not seen any doctor type message on her recharger or patient programmer (pp). The patient's therapy was showing off on her pp when it was noticed that her stimulation had turned off. No further complications were reported. No additional patient symptoms were reported.